Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during a lap lar the device locked on tissue and would not open. After several minutes they were able to force the device open. Once open, they noticed the device had not cut nor stapled. The tissue was fine. They got a new device to complete the procedure.